Event description:
It was reported that the pt underwent a posterior cervical fusion with fixation from occiput - c5. It was reported that the left and right side rods fractured at c1-2. The pt underwent a revision surgery to remove the fractured rods. Fusion was not complete. No pt complications were reported.

Manufacturer narrative:
Devices have not been returned to medtronic for eval. Unable to determine cause of the event.